Event description:
It was reported by service report that the left and right head end side rail controls were not working. Customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Siderails cable.